Manufacturer narrative:
It was reported that a patient suffered a third degree burn to the right lateral thigh where a grounding pad was placed. The burn was discovered at the patient's two week post-op follow up. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient suffered a third degree burn to the right lateral thigh where a grounding pad was placed.